Event description:
Per complaint (B)(4) , a patient had a screw-retained dental crown and presented in the office with the crown out of their mouth completely broken with the screw still in the crown. X-ray imaging revealed a fracture in their dental implant. The fractured implant was explanted on (B)(6) 2019, three weeks after discovery of the dental implant fracture. No adverse patient consequences were reported.